Event description:
The received operative report did not mention the alleged suture loop. No product return. No further information was provided.

Manufacturer narrative:
(B)(4). The received operative report did not mention a valve that was explanted at implant due to suture loop. A request for clarification of event was made, however, no further information was provided. The product was not returned, therefore, the alleged suture loop was not confirmed. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Suture loops occur when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. Edwards' valves have a specialized holder designed to prevent or minimize suture looping. The instructions for use (IFU) contain the following caution statement: caution: avoid looping or catching a suture around the open cages, free struts or commissure supports of the valve which would interfere with proper valvular function. The IFU further instructs the surgeon on how to avoid suture looping.

Manufacturer narrative:
(B)(4) - suture loop. Device not returned.

Event description:
It was reported that a 7300tfx 25mm (B)(4) was implanted and then the surgeon thought that he had looped a suture so he took this valve out and put in another 7300tfx 25mm. It is unknown if the suture loop was detected while the patient was off bypass. The valve is not available for return and will not be sent back.